Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed error code 124. Iabp was swapped out with another unit. There was no patient injury reported.

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g3,g6,h2,h10,h11. Corrected data: b5, h6(clinical & impact).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer evaluated the unit and stated that fault logs showed fault codes #124- prolonged shuttle pressure-system failure and #58 system failure shutdown. The fse stated that the unit would originally not past all manifold test and pim test, would not identify as being plugged at pim. The fse ran several condensation removal procedures and ran compressor performance test for over an hour. The fse ran unit @ 120 bpm for over 15 hours. Then, the fse completed a full pm, calibration, safety, and functionality checks per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed error code 124.